Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the effect of fluid or foreign matter adhering to the electric contact part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was instructed to clean the gold contacts to see if there was anything foreign on the contacts since the issue occurred with multiple scopes. The customer did not see any residue on the connectors. After cleaning the gold contacts, the customer plugged the scope in again and there was no b30 communication error. The initial scope was tested as well and no error messages were seen. Cleaning the gold contacts on the tower resolved the issue and the customer was able to plug in multiple scopes without error. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a b30 communication error. The issue was found during preparation for use and there were no reports of patient harm.